Event description:
It is reported that the device was implanted in 2007. Approximately 5 months post-op, the device fractured at which time the patient was still walking with a crutch. The device was revised in 2007.

Manufacturer narrative:
Evaluation summary: the plate has fractured at the first proximal hole due to fatigue. X-rays are unavailable to analyze fixation of the plate to the bone. Patient characteristics are also unknown which may have contributed to fracture. However, exact cause cannot be determined. Evaluation: scanning electron microscopy analysis showed fatigue striation on the fracture surfaces indicating that fracture occurred by fatigue. Fracture appears to have originated at the hole on the convex surface. Energy dispersive spectroscopy analysis of the plate material showed fe, cr, ni, mo and mn typical of 22-13-5 sst. The device history records are intact and conforming and indicate that manufacture occurred according to specification.